Event description:
Patient was revised to address eccentrically worn poly liner. Osteolysis and no marking on 28 mm head explant.

Manufacturer narrative:
(B)(4). The customer reports the patient was revised to address eccentrically worn poly liner. Osteolysis and poly wear found. No marking on 28 mm head explants. Doi: approximately 20 years ago - dor: (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.